Event description:
It was reported that the ventricular lead dislodged as the atrial lead was being placed. The ventricular lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.